Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter pro duct ID 8784 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated important device information.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving gablofen (2000 mcg at 219.97852 mcg/day) via an implantable pump. It was reported that the patient was crying all the time. When they laid flat the symptoms improved. However on (B)(6) 2024 their pain returned, despite staying flat. The patient was closing their eyes, grimacing and crying. On (B)(6) 2024 the dose was decreased. Fluid collection was noted under lumbar incision. An increase in tone reported. Enteral baclofen was started. (B)(6) 2024 the seroma was noted to be decreasing, the pump rate was increased. Neurosurgery evaluation expressed concern with possible cerebrospinal fluid leak csf. The patient was recommended to wear an abdominal binder and continue lying flat. On (B)(6) 2024 the symptoms of spinal headache returned. The patient was seen in the emergency department for increased tone and fluctuating fluid collection under lumbar incision. An x-ray radiographically confirmed an intact pump system incision site. On (B)(6) 2024 a blood patch was performed and symptoms improved. On (B)(6) 2024 the patient had spinal headache symptoms, fluid collection and emesis. Fluid collection had returned under the lumbar incision. It was noted that the patient "tolerates enteral feeds when fluid collection is low, does not tolerate fees when fluid collection is larger". On (B)(6) 2024 they were admitted to the hospital and the next day a blood patch was performed. The lumbar incision was flat after the blood patch but the patient continued to have pain and gastric issues. They were discharged from the hospital and later on (B)(6) 2024 presented to the emergency room with nausea and vomiting for 24 hours. Fluid under incision noted to fluctuate up and down. Another blood patch was performed on (B)(6) 2024. It was noted that their pain had increased. The patient was discharged and no further symptoms of a csf leak were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2024; product type: catheter. Product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2024; product type: catheter. Product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2024; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from multiple sources (healthcare provider, clinical study). Regarding a patient, who was receiving gablofen (2000 mcg at 239.81265 mcg/day) via an implantable pump. For unknown indications for use. It was reported, that the patient was crying all the time, experienced a spinal headache and emesis. They were instructed to lie flat and the symptoms improved. The symptoms returned, despite lying flat. The patient was noted, to be closing their eyes, grimacing and crying. The dose was decreased and an increase in tone was reported. The patient was started on enteral baclofen. There was fluid collection/seroma under the lumbar incision. A CT scan with contrast revealed, subcutaneous fluid collection near intrathecal catheter entry site. The fluid collection and symptoms were consistent with a cerebrospinal fluid leak. The seroma was noted, to be decreasing to the pump rate was increased. The patient was recommended to wear an abdominal binder and continue lying flat. It was noted, that the patient tolerated enteral feeds when fluid collection was low. Did not tolerate feel, when fluid collection was larger. The symptoms of spinal headache returned. And the patient was admitted to the hospital, where an epidural blood patch was completed.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: catheter, product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter, product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.